Manufacturer narrative:
(B)(4). The reported complaint of "electrocardiogram interference" is confirmed based on the attached pictures and video. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the noisy ECG waveform. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "it was found that the pump was experiencing electrocardiogram interference. The power socket, electrode pads, and e cg lead wires were all replaced, and the device was restarted, but can't improve the situation". Additional information states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "it was found that the pump was experiencing electrocardiogram interference. The power socket, electrode pads, and e cg lead wires were all replaced, and the device was restarted, but can't improve the situation". Additional infomation states that the iab pump console was swapped to continue therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).